Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug. At the time of this report, the patient was not recovered from this peritonitis event. On an unreported date, dianeal therapy was withdrawn during treatment. No additional information is available as the reporter declined to provide further information.